Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service engineer confirmed that the customer resolved the issue. No resolution was provided by both the field service engineer and the customer about the resolved issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the drawer was clicking when tried to open. The malfunction occurred when a user was trying to issue the medication to a patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.